Event description:
It was reported that the 9800 system workstation would not come on. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found the circuit breaker (cb2) on the back of the workstation was tripped. Reset the cb2 circuit breaker. The system was tested and found to be working as intended and placed back into service.